Manufacturer narrative:
Investigation results: the investigation is completed, and the device meets its specification. The complaint cannot be confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a procedure using vh-2000, the blade not cutting clearly or sharply. A replacement device was used to complete the procedure. No pt complications were reported. Device will be returned.